Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pacing impedance measurements greater than 2800 ohms. Additionally, farfield oversensing of ventricular signals in the atrial channel was noted to have been corrected with programming. The physician believed the lead could be in adipose tissue. This crt-d remains in service. No adverse patient effects were reported.